Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 408 mg/dl at the time of incident and current blood glucose was 365 mg/dl. Customer treated with manual injection and insulin pump. Troubleshooting was performed for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had cracked reservoir tube window, cracked case at reservoir tube window corners. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).